Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The electrode belt's trunk cable connector was cut off and was missing. The root cause for the missing connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged belt.